Event description:
It was reported that during a follow up, noise was observed. Insulation anomaly suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 11.6cm to 12.5cm from the connector pin, consistent with friction to ICD can . At this location the efte coating was damaged, causing a short circuit in the lead.